Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3182 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that on (B)(6) 2020 when performing the procedure, after the first puncture, the introducer ruptured and deformed making it impossible to use.